Manufacturer narrative:
The subject device remains implanted.

Event description:
It was reported that the subject coil was prematurely detached and physician deployed the non-stryker stent to keep the coil out of parent vessel. There were no clinical consequences to the patient due to the reported event.

Manufacturer narrative:
Manufacturer and expiration date: updated. The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. Review and analysis of all available information failed to indicate an assignable cause or probable assignable cause for the reported event. Based on the information available the exact cause for the reported event cannot be determined.

Event description:
It was reported that the subject coil was prematurely detached and physician deployed the non-stryker stent to keep the coil out of parent vessel. There were no clinical consequences to the patient due to the reported event.